Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a kinked conductor wire at the grip tip. The conductor wires were not exposed. The insulation was damaged and the instrument passed the continuity test. The probable root cause is attributed to damage during use. Inadvertent collisions with other instruments, hard surfaces, or sharp objects during handling or usage can cause a kink.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm force bipolar instrument stopped working. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the black conductor wire of instrument was damaged with exposed wires visible through the damaged insulation. There were no signs of thermal damage or melting. The instrument did not have any other physical damage(s). No material was missing or detached from the portion of the device that enters the patient's body. There were no allegations of unclamping when instrument was gripping the tissue. The instrument stopped moving mid-procedure as wire seemed damaged. The instrument was not working at all.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8 mm force bipolar instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.